Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an iodine leak at the female connector of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The customer reported that the iodine cap has no issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.